Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.